Manufacturer narrative:
Reporter is a synthes employee. Visual inspection: the fibulink® syndesmosis repair kit/ss (part #: fgs-1000, lot #: 31069b) was received at us customer quality (cq). Upon visual, only the tensioning cap, ss standard (part # pn-1000-04) and the distal end of the tibia screw and driver assembly (part # sa-1000-02) were returned. The distal end of the tibia screw and driver assembly was bent and broken off. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection was performed due to the post manufacturing damage of the complaint device. Document/specification review: current drawings were reviewed fibulink, tensioning cap, ss fibulink ,tibia screw and driver assembly fibulink exact manufacturing revision drawings could not be reviewed as the manufacturing date was unknown no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed per the visual inspection performed above. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, that the device was bent and broken. This report involves one (1) fibulink(r) syndesmosis repair kit/ss. This is report 1 of 1 for (B)(4).